Event description:
Healthcare professional reported right side rupture confirmed by ultrasound. The device has been explanted and replaced with non-allergan product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening on the anterior side assessed as fold flaw opening. Additional observation: crease observed on the device. No penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 . A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed by ultrasound. The device has been explanted and replaced with non-allergan product.